Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection, service repair noted the k-wire was found completely cut off. In addition, it was noted forceps elevator has foreign material. The elevator has dirt around. Furthermore, the following findings during inspection were noted : adhesive on a-rubber is detached. Connecting tube has a scratch. Ig protector has a scratch. S-connector has a scratch. Due to wear of angle wire, bending angle in up/down/left/right direction does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. Due to wear of k-wire, forceps does not rise up at all. Due to cut on k-wire, forceps raising angle does not meet the standard value. C-cover has a scratch. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of the device elevator up and down movement not working. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found forceps elevator has foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Root cause of the reported event is unable to be determined. The cause of the event is likely due to the customer was not able to brushing at elevator due to k-wire cut off however, it was confirmed the customer follows the reprocessing steps as per training provided by olympus field service engineer (fse). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.